Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device is "over-infusing." The pump was returned to the clinical engineering dept for an unspecified reason. No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events while the pump was in clinical use. Multiple unsuccessful attempts have been made for additional info.